Manufacturer narrative:
The customer reported that the central nurse's station (pu-681ra) intermittently auto discharged a patient. No consequence or impact to the patient was reported. Nihon kohden requested for the log files from the customer for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse' station (pu-681ra) intermittently auto discharged a patient. No consequence or impact to the patient was reported.

Event description:
The customer reported that the central nurse' station (pu-681ra) intermittently auto discharged a patient. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported cns device was experiencing intermittent discharge of (B)(6). Device logs were requested to investigate the issue. No logs have been received. On (B)(6) 2019 customer stated they believe the issue was caused by user error and no longer required assistance from nk. No further details were provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the root cause of the issue could not be determined based on the available information. Device was put into service on 9/25/2019. Service history for this device shows no other service incidents. Investigation conclusion: the root cause of the issue could not be determined based on the available information. Corrected information: d4 lot #: ni. Changed to: d4 lot #: na.